Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-01371. The patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-05117 and 1627487-2018-05118. During the procedure, the replacement leads intended for use were unable to be implanted due to the patient's anatomy/scar tissue being present. As a result, the procedure was abandoned.